Event description:
Boston scientific received information that via remote patient monitoring system, a red alert was detected for this implantable cardioverter defibrillator (ICD) as it displayed high shock lead impedance measurements. The patient had a single coil lead. A boston scientific technical service (ts) discussed lead trend and induction testing and suggested checking all vectors and performing a non-invasive programmed stimulation procedure. Additional information indicates that the physician has not opted for defibrillation threshold (dft) testing and the patient will be monitored via remote patient monitoring system. No adverse patient effects were reported. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.